Event description:
Staff noticed the sodium bicarb was leaking from the cassette in the abiomed impella circuit. This has happened half a dozen times so far, some of the incidents lead to purge pressure alarm. This one did not alarm but the staff replaced the cassette after noticing fluid leaking. Manufacturer response for impella controller & cassette, impella (per site reporter) they are going to investigate upon receiving the cassettes. They have not seen this issue in any other sites.